Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified surgery. During surgery, the balloon could not be inflated or filled with contrast agent. Even outside of the patient, the balloon could not be inflated although the scrub tech prepped the balloon and inflation syringe properly before the procedure. The product came in contact with the patient. Patient complications were reported as unknown.